Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. (B)(4).

Event description:
The customer reported via phone that the tip of their ideal shuttle 45 degree right broke in the patient during an unknown procedure. The piece was retrieved with a grasper. There were no patient consequences or delays. The case was completed with another like device. The device is being returned.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. The device was received and evaluated. Visual inspection of the tip reveals that the hook tip is broken off. The wire appears to be in functional condition. There are no indications of damage to the internal wire. The root cause of this event can be attributed to the surgeon likely striking hard bone, causing the tip to snap off. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).